Manufacturer narrative:
The field service representative (fsr) performed extensive troubleshooting on the analyzer which included replacing multiple parts. A definitive part was not identified; therefore, the architect (B)(6) was considered the likely cause for the falsely depressed results. Return testing was not completed as returns were not available. A review of the (B)(6) service history was performed and found no contributing factors to the current complaint. There have been no further occurrences of discrepant architect total bilirubin and glucose results with (B)(6) as likely cause after the current complaint was received. A review of tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, for serial number (B)(6) was identified.

Manufacturer narrative:
Completed information: patient identifier: sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed glucose and total bilirubin results when processing on the architect c4000. The customer provided the following data for sid (B)(6): glucose initial results = 5, repeat = 145. Total bilirubin initial results = 0.1, repeat = 5. No impact to patient management was reported.